Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2017: the patient underwent a revision of the right knee secondary to pain and instability. Intraoperatively, the surgeon discovered loosening of the tibial component at the cement to implant interface. The patellar component was retained. There were no intraoperative complications. Pmh: osteoarthritis, right knee. Doi: (B)(6) 2015. Dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review was not possible because the required lot code was not provided.